Event description:
A customer contacted beckman coulter inc. (Bec) and reported receiving defective pediatric insert cups (part number (B)(4), lot 206900) which leaked. Per customer, they have an exposure control or risk management plan in place at their facility. The customer did not report affect to patients or users attributed or connected to this event.

Manufacturer narrative:
The photos provided by the customer showed a deformed insert cup with a hole on the bottom, allowing human serum or plasma to leak out, exposing the operator to material potentially capable of transmitting infectious diseases. (B)(4). The defective parts were requested for return for investigation, but not received. The likely cause for this event is manufacturing defect.